Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the therapy was not working well as it had been. Patient reported that when she got up in the morning, the bottom dropped out (symptom returned). Patient stated she was not feeling stimulation while therapy was on. On the day of this call, patient used gray button and once connected she began feeling stimulation again. Patient verified she did not use blue implantable neurostimulator (ins) button or change the parameter. There was no fall or trauma could be related to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (hcp) that the device had problems and was not working properly. Thee patient had an appointment with the hcp two days prior to the report. The hcp did not have additional information. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.